Event description:
Bilateral l3/4 decompression was performed using the baxano io-flex microblade shaver. Bleeding was observed at the end of the case after decompression of the right side. The surgeon used floseal hemostatic agent and a paddy to control the bleeding, and total blood loss for the case was approx 200 cc. The pt had complete relief of leg pain postoperatively. Five days later, the pt was admitted to the ER with symptoms that were attributable to hematoma and a lateral vessel was coiled to stop the bleeding. Pt was discharged after 2-3 days and 2 weeks later was reported to be doing better.